Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced elevated blood glucose of 315 mg/dl after an unannounced meal and also received an occlusion alert on the ilet; the user and agent performed troubleshooting, confirmed drops in the line, reconnected, and the user planned a routine supply change, after which glucose began trending downward. Symptoms included feeling well without hypoglycemic or hyperglycemic symptoms. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included customer service review and guided troubleshooting focused on the reported occlusion and infusion set function. Investigation of this case revealed that the elevated glucose was associated with a missed meal announcement and a transient occlusion that resolved with reconnection and planned supply change. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error due to missed meal announcement with a contributory transient infusion set occlusion.